Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening on anterior, opening crack, crease fold, yellow particles on the surface of the shell, and wear abrasion. Leak test was performed and found opening on anterior side, opening crack on diaphragm valve and delamination. A microscopic analysis was performed which identified opening crack on diaphragm valve and crease smooth opening. Based on the device analysis the final assessment is a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve and a crease smooth opening on anterior due to an fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.